Manufacturer narrative:
(B)(4). Section h11: method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) healthcare regional office in the united states of america for service, where it was visually inspected and performance tested by a trained f&p healthcare service technician. Our investigation is based on the information provided by the f&p healthcare service technician, and our knowledge of the product. Results: performance testing confirmed that no sound was generated from the speaker. The faulty speaker was replaced and the mr850 device returned to the customer. Conclusion: the reported speaker failure was confirmed. F&p healthcare's investigation was unable to determine the root cause of the speaker failure. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
During device evaluation of an mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in the united states of america, it was found that the speaker was non-operational. There was no patient involvement.